Event description:
This customer reported a failure to power up on battery power.

Manufacturer narrative:
The customer reported a failure to power up on battery power. It has not yet been reported by the customer whether the device was a factor in the patient outcome. A follow-up report will be submitted after philips obtains more information about this event.